Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin. Technical support educated customer to change cartridges every 48 hours with reported insulin; customer understood and acknowledged.